Event description:
A 12 x 100 mm kii balloon system (applied medical) ref no. Cor 45, lot # 1432478, expiration 11/7/2024, inside of the balloon port broke off while in use - able to retrieve portion from patient during operative procedure. FDA safety report ID# (B)(4).